Event description:
Device 3 of 6. Reference MFR report: 1627487-2011-10379, 10380, 10382, 10383, 10384. The pt received an scs system consisting of an ipg, 3 leads (1 of the 3 from a different lot) and two lead anchors (from different lots). It was reported that the entire scs system was removed due to an infection at the ipg pocket site. The pt reported he has been experiencing infections on and off since january. The physician prescribed antibiotics to treat the infection. The manufacturer has attempted to obtain a status update regarding the pt's condition; however, no further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance identified did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.